Event description:
It was reported that during a craniotomy that the device subject to this MDR broke. It was further reported that the surgeon retrieved all broken pieces of the device and that the procedure was completed successfully.

Manufacturer narrative:
Device discarded at account. In addition, no lot number was provided for further investigation.